Manufacturer narrative:
The standalone board was returned to the manufacturer for analysis. Analysis found that was not able to test the standalone board due to electrically over stressed components. Pin 1 nd 2 on the relay were shorted. The varistor measured open. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the stand alone board was not outputting the correct voltages. After replacing the stand alone board and x-ray relay the system functioned as intended. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was unresponsive and stuck in "system initializing." There was no patient present.